Event description:
A peritoneal dialysis (pd) reported finding a fluid leak inside the cassette door compartment on the pump heads following treatment. There was no hole or defect to tubing set noted. Tubing sample was discarded. No antibiotics were prescribed. The patient's fluid has remained clear and he has remained asymptomatic. The patient was able to complete all treatments.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.